Event description:
This event was reported as ring/band explanted after 7 weeks implant duration due to mitral stenosis, mitral insufficiency, chf, "lvot". Class iii "nyhac" and persistent redundant posterior leaflet prolapse. No further information was provided.